Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely, water supply hose missing black sleeves to secure tubing to filter luers, debris buildup in the water filter. Worn battery door, blockage in the handpiece cable causing restricted water flow. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a g131, the unit was leaking water and the handpiece was heating up; no injury resulted. However, during device evaluation it was found that there was restricted water flow due to a blockage in the handpiece cable.